Event description:
While servicing the device, an authorized bench technician discovered that the customer's ac module would not power the device. There was no reported patient or user involvement and no adverse patient/user impact.